Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion codes will be made available following an engineering evaluation.

Event description:
It was reported that "during the inspection of the returned loner instruments from the hospital, it was found that the tip of the marker was broken. According to the sr, there was no problem during surgery."

Manufacturer narrative:
Method: device history review; device inspection; complaint history review; risk assessment. Results: the customer reported event of a xia 3 pedicle marker tip fracture was confirmed via a visual evaluation of the returned part. The returned marker was received broken into 2 separate pieces. A manufacturing review was done and did not reveal any nonconformities. The returned marker was received broken into 2 separate pieces. The type/cause of breakage that the marker experienced could not be determined at this time. Conclusion: the root cause of the reported event cannot be determined and is likely multifactorial.

Event description:
It was reported that "during the inspection of the returned loner instruments from the hospital, it was found that the tip of the marker was broken. According to the sr, there was no problem during surgery."